Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lock for the percutaneous lead was unlocked and the connection became very loose. As a result, the percutaneous lead became disconnected. It was reported that a single momentary pump stoppage occurred. A slip resistance sheet was placed to secure the connection in order to prevent any further loosening of the percutaneous lead lock.